Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had a rejected battery, insulin had sprayed once during prime, and the unexplained no delivery alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current measurement, active current measurement test and displacement test. Thus software was utilized to uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery or battery related alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that three failed batt tests alarms were recorded on (B)(6) 2023 from 15:12:55.000 through 15:13:35.000. The power management report, per the power management tool/detail trace file time, is from (B)(6) 2023 at 07:57:00 hour through (B)(6) 2023 at 07:57:00 hour. No available power data on the event date was recorded. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related or no delivery alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, scratched case and missing display window/cover. In conclusion customer concerns were not confirmed during testing. Unit was tested successfully and no unexpected no delivery or battery related alarms noted. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.